Event description:
It was reported that the tidal volume is not being generated by the ventilator. There was no patient harm. Manufacturer's ref. #: 1174004.

Manufacturer narrative:
Based on technician statement, the expiratory minute volume low alarm was activated, when the issue with tidal volume occurred. The issue was not reproduced during on-site visit. The device passed all performance tests and was returned to clinical use. Unfortunately, the device's logs have not been provided, no further analysis has been possible. The source of the issue is unknown. The cause of the reported issue has not been determined.